Manufacturer narrative:
Device evaluation: a visual and microscopic analysis were performed which identified a sharp break on the posterior side, crease fold, and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp break on the posterior side assessed as an unidentified tear opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. The device remains implanted.